Event description:
The hcp reported that "leakage occurred around the pump/catheter connection with no spread intrathecally". The patient was received compounded baclofen and morphine sulfate. The hcp reported that the "patient was very sensitive to it baclofen when restated and had 24 hours of weakness - 12-16 hours of assisted ventilation".

Manufacturer narrative:
(B)(4),

Event description:
After additional review, it was noted that when the patient had her pump replaced the "tubing pulled out of both the pump and from my spine. And I had to have it replaced again." It was noted that the patient had to start dosing from "scratch" and it took a year before the patient was out of pain. It was further stated that the pump "tore away from my side...from wherever they had stitched it making it lopsided so that part of the pump actually stuck out instead of laying flat in my abdomen."

Event description:
The hcp reported that the device was explanted and replaced after 45 month implant duration. The hcp indicates the device was "near end of life". The patient was experiencing increased spasticity. A follow-up report will be sent when additional information becomes available to company.